Manufacturer narrative:
Additional information: section d concomitant med prod data & section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the messages were not processed to pyxis. A technical support specialist confirmed that messages stopped crossing from bd cce to the pyxis es server due to a low virtual memory condition related to the cce interface services reaching the 2gb memory threshold, a known issue with cce version 1.7.5. The cce interface services were restarted, allowing message flow to resume and fully drain from cce to pyxis es, with a brief catch up period. As a preventive workaround, the cce service restart utility was installed on (B)(6), and a scheduled task was created to restart the cce services. Engineering monitoring was arranged to validate communication after restarts, and overnight iest contacts were notified to monitor the service and engage the team on call via the is service center if issues occur. A server reboot for patching was also planned, with functionality and verification to be completed post reboot. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all pyxis machines were currently on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all pyxis machines were currently on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all pyxis machines were currently on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.